Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that the morning following the procedure, the patients¿ blood pressure and heart rate went down and a pericardial effusion was noted. A pericardiocentesis was performed and the patient stabilized. Approximately 150 cc fluid was removed. Additional information was provided on the event. The outcome of the adverse event is fully recovered. The patient did require extended hospitalization because of the adverse event, due to low vital signs, effusion, and pericardial tap. A transseptal puncture was performed. Needle product details are unknown. There was a trace effusion viewed by transesophageal echocardiogram (tee) starting the case. There was no evidence of a steam pop. They do not know when the event occurred. A stsf irrigated catheter was used in the event, default flow settings were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. All visualization features were used: graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used was: surpoint 3 mm tag. The additional filter used with the visitag: respiration. Color options used prospectively: surpoint.